Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that during the procedure, a steam pop occurred on the back wall of the left atrium (la). Immediately after the steam pop, an echo was obtained, and the patient's blood pressure was checked. Everything was fine, no suspicion of pericardial effusion. 20-30 minutes later, a pericardial effusion was detected due to low blood pressure, but this could not be clearly linked to the steam pop. On 24-jul-2023, additional information was received indicating that medical intervention provided was blood was removed with a needle. The patient¿s outcome of the adverse event was reported as fully recovered (no residual effects). The physician¿s opinion on the cause of this adverse event was that it might have been the steam pop but could not be sure as everything was fine right after the steam pop. The adverse event was discovered during use of biosense webster products, during the ablation phase. A smartablate generator was used during the procedure with the correct catheter settings selected and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. Irrigated catheter was used in the event, the flow setting was recommended settings for thermocool® smart touch® sf (stsf), 2 ml/min, 8 ml/min for < 30 w, 15 ml/min for >30 w. No errors during the procedure. Dashoard, vector and visitag were used. Visitag module was used, parameters for stability used were time: 3 s, range: 3 mm, force over time (fot) 25 %, 3 g, tag size 3. No additional filter used with the visitag. A transseptal puncture was performed with a needle.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).